Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer stated that he had a bent cannula and keeps receiving no delivery alarms with different infusion sets. Customer used the small cannula but still had the same issue. Customer inserts manually. It was explained that strain on the tubing connector cap may contribute to a no delivery alarm. Customer's blood glucose level was 347 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.